Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the on/off button on the device was difficult to engage and sometimes intermittent. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device's main keypad assembly was replaced during the initial evaluation of the device by physio-control. Physio-control further evaluated the removed main keypad assembly and observed that the left side of the on/off button's dome was intermittent and the keypad was physically damaged, which caused the reported issue.

Event description:
The customer contacted physio-control to report that the on/off button on the device was difficult to engage and sometimes intermittent. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.